Event description:
The device (part#cev133) was returned to mxi service and repair.

Manufacturer narrative:
The device (part#cev133) was evaluated and indicated that the forceps did not coagulate. The electrode was short-circuiting. The coating showed signs of impact and debris accumulation / residue near the tube has been noted. The short-circuit was most likely due to the presence of residue and damage to the coating following a shock or excessive abrasion during use or reprocessing. (B)(6). Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's reference #: na. (B)(4).